Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch veriopro meter is giving inaccurate erratic readings of ¿325 and 260 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccurate issue began more than a year ago. On (B)(6) 2014 when the patient tested at ¿325 and 260 mg/dl,¿ he reported took 22 units of lantus and 20 units of humalog to manage his/her diabetes. The patient did not develop any symptoms at the time of concern. During troubleshooting, the readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported due to the alleged inaccuracy issue. The patient was able to manage his diabetes with insulin based on the lfs meter readings and did not develop any symptoms. There is no evidence the patient suffered a serious injury.

Manufacturer narrative:
Follow-up #2 ¿ (08/07/2014), the lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2014). Device evaluation.the lay user/patient¿s products have been returned on 06/02/2014 and evaluated by lifescan product analysis on 06/24/2014 with the following findings:lot # 3395543 the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed.lot # 3333797 involved with this complaint had no testing performed, as the test strip were expired at time of complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.